Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal(225 mcg/day, 2000 mcg/ml) via an implantable infusion pump. It was reported that the patient experienced lack of therapy. Dye study was performed and catheter was found to not be patent. The whole system was replaced on (B)(6) 2018. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.